Event description:
It was reported that during cleaning at the user facility, the wire collet was leaking. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during cleaning at the user facility the wire collet was leaking. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
Upon visual inspection, the device was found to have a worn collet and a bad bearing. The device was discarded by the manufacturer.